Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) and inferior mesenteric artery (ima) using pod8 coils. During the procedure, while attempting to advance the first pod8 coil through the px slim delivery microcatheter (px slim), the physician encountered resistance but continued to advance the coil a bit further and then decided to retract the coil. The physician then advanced the coil into a tray filled with saline and inspected it before making another attempt to advance it through the px slim. Next, the physician flushed the px slim and made another attempt to advance the pod8 coil through the px slim but was still unable to advance the coil through. Therefore, the pod8 coil was removed and the procedure was successfully completed using a new pod8 coil, new ruby coils and the same px slim. It should be noted that the physician did not use a rotating hemostasis valve (rhv) but did maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 coil pusher assembly. The pusher assembly was kinked approximately 32.0, 96.0, 119.0 and 141.5 cm from the proximal end. The embolization coil was intact with the pusher assembly. The introducer sheath was advanced distally past the mid-joint by approximately 11.5 cm. The introducer sheath was ovalized approximately 90.0 cm from the distal tip. The pod8¿s embolization coil outer diameter (od) and the introducer sheath inner diameter (ID) were measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the pod8¿s embolization coil od and the introducer sheath ID were measured and found to be within specification. The pod8 was loaded into a demonstration introducer sheath and cycled repeatedly without difficulty. Therefore, the root cause of the resistance felt by the physician could not be determined. Further evaluation of the pod8 revealed that the pusher assembly was kinked and the introducer sheath was ovalized. These damages were likely incidental and may have occurred while packaging the device for return. The px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.